Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bowden cables needed adjustment was not confirmed. In addition to aw cylinder and aw tube having foreign objects finding, the additional evaluation findings are as follows: aw cylinder had discoloration, suction cylinder had discoloration, grip had a scratch, switch box had a scratch, plug unit had a scratch, due to deformation of bending tube, the play of up and down knob was out of the standard value, objective lens had a chip, objective lens had a scratch, light guide lens had a crack, connecting tube had a wrinkle, universal cord had a scratch, and universal cord had a wrinkle. Additionally, during incoming inspection no leakages were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope bowden cables needed adjustment. The issue was found during procedure. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: air and water (aw) cylinder and aw tube had foreign objects and therefore is considered a medical device report (MDR). This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinder and the air and water channel, but the foreign matter could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.